Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -8.00/1.5/088 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem.

Manufacturer narrative:
Additional data: device evaluated by MFR -device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens surface. Claim #(B)(4).